Manufacturer narrative:
Investigation report is not required as the customer disposed of the home test and is unable to provide the lot number of the reported complaint.

Event description:
False-positive result(s). User stated that "on 3/26, I was symptomatic of covid and tested positive (with flowflex) on 3/28. On 3/30 at my md's office, I received a pcr test. The results of this test came back negative."